Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose readings over several days and requested assistance; review of the ilet bionic pancreas data indicated frequent ¿more than meal¿ announcements, and the caregiver reported intent to reinforce correct ¿usual¿ meal selection. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed, including review of meal announcement practices and guidance on proper selection. Investigation of this case revealed use-related factors consistent with incorrect meal announcement selection leading to excess insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.